Event description:
A non-healthcare professional reported that during implantation of an intraocular lens (iol) the lens was scratched. Additional information was requested and received stating there was no patient harm and the procedure was completed on the same day by removing the lens.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).